Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observe. Capsular contracture: unable to observe as it is not related to the device. Double capsule: unable to observe as it is not related to the device. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture of the left side device and bilateral capsular contracture baker grade IV, "double capsule" this relates to the left side. Device has been explanted and replaced.

Event description:
Healthcare professional reported rupture of the left side device and bilateral capsular contracture baker grade IV, "double capsule" this relates to the left side. Device has been explanted and replaced.

Manufacturer narrative:
Continued: h6- f1905. Continued: e1- facility name: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV.